Event description:
Healthcare professional reported left side ruptured diagnosed via ultrasound, suspected leakage of silicone gel in film, and no silicone gel spills were found out of film. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side ruptured diagnosed via ultrasound, suspected leakage of silicone gel in film, and no silicone gel spills were found out of film. Device has been explanted.